Event description:
Information was received from a consumer via manufacturer's representative regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - spinal pain. It was reported that the patient was having trouble charging her neurostimulator (ins). It was reported the patient has made an appointment to see her doctor tomorrow (B)(6) and rep will meet her at the appointment to see what is going on with trouble charging. Additional information was received on (B)(6) 2018 from a representative. It was reported that the issues began back in (B)(6) when they were at a wedding. Patient had been hurting and when they got home they realized the ins was depleted even though they just charged the night before. Patient indicated all issues with recharging/recharger started around the same time in (B)(6). Caller reported charging too often. Caller reported charging every other day for 9 hours. It was reported during this time the device is completely depleted and won't hold a charge. It was reported that previously, patient would charge 3-5 hours approximately every 4 days and device would be at 25-50% when starting to charge. In addition to taking longer to charge, patient reported the screen on recharger (insr) kept going out and they are no longer to be mobile when charging as they lose coupling. Patient indicated a rep instructed them to reset the insr for this and they had to repeat this 3 times. Patient was not recently reprogrammed or switched groups. Patient did not recently have parameters increased. Patient has not had any previous overdischarge events. Patient has been on the same hd settings for 2 years. Patient mentioned they sometimes have to use a different group because of a different pain but not very often. No traumas/falls related to this issue. An impedance check was run and the values were as follows: 5- 6+ 11- 12+ 5.3v, 90 pw, 1000 rate, 422 ohms, 11.2 ma, 24 hours/day. Caller stated electrode impedances are normal across various reference electrodes and range from around 778-935 ohms. Recharge stats from the 8840 were as follows: typical duration - 2.1 hours typical interval - 0.0 days typical coupling - 8 bars 1/22 0.0 hours charged to 100% 1/22 2.1 hours charged to 100% 1/22 2.4 hours charged to 75% 1/20 3.1 hours charged to 100% 1/20 0.4 hours charged to 50% 1/20 0.6 hours charged to 50% while on the phone with the rep, the rep was speaking with the patient, who asked if they ever turned the ins off. Patient stated they did not know they could turn ins off. Caller reviewed ins can be turned off and patient indicated they had noticed a difference in pain and have not been able to get off pain pills which was probably because they had been turning ins off. Caller educated patient on on/off buttons on insr and pp and the patient indicated they had been turning ins off then after recharging. Patient reported they thought they had been turning only the insr off and not the entire system. Caller called again and indicated they were working with patient and recharger and had been getting great connection with 8 bars when all of a sudden the reposition antenna screen appeared even though the patient had not moved. When caller hit green button, the screen went blank and insr started beeping and they could not get it to turn back on. Caller indicated this was what the patient had been experiencing when they have to reset recharger. Tech services reviewed this was a known issue and insr will need to be reset. Caller sent to repair for replacement insr and antenn a. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative. It was reported that the patient was sent a new recharging system. Rep reported that it sounded like it was a known issue and ins needs to be reset. Issue was not known to be resolved.